Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 86-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had impella access site bleeding and manual pressure was held however, the bleeding could not be stopped. The bleeding occurred after replacing the repositioning sheath and the sheath was secured with purse-string sutures. Eventually, the patient expired after six hours of impella support. Cause of death was determined to be bleeding from the impella access site. Reportable due to access site bleeding that led to the patient expiring.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 date of death and b.3 date of event revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2023-03471. D.6a and d.6b revised from the initial submission of initial manufacturer device report number 1220648-2023-03471 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-03471 and should not have been. E.1 first name revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2023-03471. H.6 added code 925 since submission of the initial manufacturer device report number 1220648-2023-03471 in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2023-03471. A new code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2023-03471 in accordance with updated procedures. Additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2023-03471 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.